Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the customer experienced difficulty charging the pump with the wall adapter and usb cable. It was reported customer¿s blood glucose level was 388 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.